Event description:
It was reported a patient had an infection. Upon follow up with the patient's clinic, the peritoneal dialysis registered nurse ((pd)rn) reported the patient's records showed one incident of peritonitis in 2016. The pdrn did not have any pd culture results or any information about the peritonitis to provide. There was no reported allegation the event was related to an issue with fresenius products. Patient was completing pd with fresenius since 2013 and changed to hemodialysis in 2016.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
H6 health effect clinical code, h10-clinical investigation clinical investigation: a temporal relationship exists between the pd therapy with the fresenius cycler/fmc cassette set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a fresenius cycler/fmc cassette set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, it is well documented that peritonitis is a common complication in patients undergoing pd therapy.

Event description:
It was reported a patient had an infection. Upon follow up with the patient's clinic, the peritoneal dialysis registered nurse ((pd)rn) reported the patient's records showed one incident of peritonitis in 2016. The pdrn did not have any pd culture results or any information about the peritonitis to provide. There was no reported allegation the event was related to an issue with fresenius products. Patient was completing pd with fresenius since 2013 and changed to hemodialysis in 2016.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.